Manufacturer narrative:
Followup#1- correction.the incident decription contained an error, it cited the lot # 3674296 which is incorrect. This has now been removed.

Event description:
Mss reviewed the pa testing results for this complaint¿s returned test strips and meter. Device evaluation was completed on 11/26/2014 and the test strips involved with this complaint failed testing. The test strips (3674296) were found to have results below range when tested with control solution. The meter passed testing with no faults found. The complaint could not be reproduced. There is no evidence of a malfunction therefore this complaint remains not reportable. This complaint was initially ruled out because, there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that her one touch ultralink meter read inaccurately low when using onetouch ultra control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014 at ¿09:30¿ she obtained alleged control solution result of 90mg/dl. The alleged result fall outside the control solution range for this product. The patient manages her diabetes with insulin pump therapy and took her usual dose of medication prior to the issue. The patient stated that ¿15 minutes¿ after the alleged issue she developed symptoms of very light headed. The patient stated she self-treated with food and/or drink. During troubleshooting, the cca confirmed that the patient¿s test strips and control solution had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. The cca walked the patient through a new control solution test and the result was in range. The issue was resolved with training. This complaint was ruled out based on the following conclusions: based on the information provided, the patient did not suffer any signs or symptoms indicative of a serious injury. In addition, there was no evidence that the subject meter malfunctioned as the issue was resolved during troubleshooting.